Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. It was reported the patient¿s caregiver accidently pulled on the transfer set. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with intraperitoneal gentamicin 1 g every day while hospitalized. The patient was discharged approximately five days after admission. Post discharge, the patient was treated with intraperitoneal gentamicin 1 g every other day for eleven days. At the time of this report, the patient is recovering. While no breach in aseptic technique was reported, the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.